Event description:
Five epidural catheters migrated from epidural space to intrathecal space post placement. 20g closed tip polyamide catheters. Each pt was intubated due to high spinal. No permanent injury. None of the pts suffered adverse sequela associated with this incident.